Manufacturer narrative:
The product associated with this batch 3g02855 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. A previous non conformance (nc) is applicable to this complaint and has been closed. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
An end user sent in a complaint stated she has been having wear-time issues for the last couple of weeks. The end user stated is usually wears the product for four (4) days and now is changing it daily. The end user went onto state her skin is now red and moist.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user was recommended to use stomahesive powder and a barrier wipe. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.